Event description:
Customer alleged undosed blood glucose results of 7 mg/dl, 8 mg/dl, and 7 mg/dl were obtained on the compact plus system. The customer had not yet applied blood to the strips. These results are also outside the reportable range of the device. The device should report numeric results in the range of 10-600 mg/dl, with results less than 10 mg/dl being reported as "lo". No adverse event was reported in relation to the alleged malfunctions. Replacement product sent; product return requested.